Event description:
It was reported that during a chest operation for lung cancer, the doctor used two staplers. The first one worked well. The second stapler did not close the tissue. The device was used in accordance to its instructions for use. The stapler was reloaded with a new reload; however, it did not create a suturing line. The operation was finished by manual suturing technique. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.